Manufacturer narrative:
"An attempt to reproduce the reported event using minimed mobile app (software version 2.5.0) installed on iphone 15 pro (ios 17.5 beta) with mmt-1885 780g pump (software ver. 6.7v) and apple watch series 8 (watchos 10) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the d00780504, version e. After conducting a thorough investigation, we were unable to identify any issue from the logs provided, however based on the analysis provided by the watch team the watch application wasn't connected to the device or were not installed on the watch. Removing the watch app and installing it again could resolve similar issue. The helpline provided feedback and confirmed that the issue was resolved by an update. In case of the issue reoccurring, following steps can be followed to resolve it: settings > general > iphone storage > minimed mobile > delete app. By performing this step the customer will remove all the cached information related to the app. Remove the pump from the ios bluetooth settings. Restart the phone. Install the minimed mobile app . Open app and wait for data sync. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no com other device to software, data synchronization issue, unexpected error message, no current code/category. The customer reported no adverse event. Troubleshooting was performed, issues was resolved after update. No harm requiring medical intervention was reported. No product return is required for mmt-6102.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.